Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device using the pre-close technique prior to a pulmonary vein isolation (pvi) interventional procedure. Reportedly, the device was advanced in the patient, however, pulsatile blood flow was not observed, therefore, the device was removed. The suture of one new prostyle device was successfully pre-placed. The pvi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the following information was received: it was reported that this was a venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 6f heath hole. The sheath size remained a 6f, and the pvi procedure was completed. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication a product quality issue with respect to manufacture, design or labeling. B5: describe event or problem: updated h6: medical device problem code correction 1251 removed.